Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 1 patient tested for gluc3 glucose hk gen.3, chol2 cholesterol gen.2 (chol2), hdlc4 hdl-cholesterol plus 4th generation (hdlc4), and trigl triglycerides (trigl) on a cobas 8000 c (701) module. Of the data provided, only the results for chol2, hdlc4, and trigl were reportable malfunctions. The initial chol2 result was 0.05 mmol/l with a repeat result of 5.63 mmol/l. The initial hdlc4 result was 0.00 mmol/l with a repeat result of 1.45 mmol/l. The initial trigl result was 0.01 mmol/l with a repeat result of 1.27 mmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The trigl reagent lot was 312718 with an expiration date that was requested but not provided. The hdlc4 reagent lot was 234855 with an expiration date that was requested but not provided. The chol2 reagent low was 280026 with an expiration date that was requested but not provided. Analysis of the the reaction monitor shows that there was either an issue with the sample pipetting or the sample quality. A general reagent issue can be excluded due to repeat results being measured with the same reagent as the initial results.

Manufacturer narrative:
Further investigation determined the root cause was poor sample quality. Review of the alarm history showed multiple alarm message on the day of event that would point to a sample quality issue. The reaction kinetics showed there were no reactions after the addition of the reagent which also points to a sample quality issue.